Manufacturer narrative:
Insulin pump passed the displacement test, self-test, stop current, run current, and off no power test however, unable to prime during the prime/delivery test and motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to verify compromised force sensor alarm due to prime/fill anomaly. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly and motor error alarms. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error test due to motor error alarms. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 206 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.